Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, 7mm extended length endoscope s/n (B)(6) defective and needs repair. The endoscope is not working and it is not possible to see something with it. New device was used. No delay. Nobody was harmed was reported.

Manufacturer narrative:
Tw ID#(B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 11/27/2023. An investigation was conducted on 11/29/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The endoscope was observed to be intact with no visual defects observed. An image quality inspection was performed with an endoscopic video imaging system. A clear image was not able to be obtained. The image was observed to be blurry and cloudy. Based on the returned condition of the device as well as the evaluation results, the reported failure "poor quality image" was confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial #(B)(6). The vendor certifies that this device serial conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.